Manufacturer narrative:
(B)(4). Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in an adverse event. Device manufacture date: 10/2008.

Event description:
Report per 803.50(a) (MDR#3030677-2010-00207). AED would not power on.